Manufacturer narrative:
(B)(6). Concomitant medical products - rhk knee modular tibial 63mm catalog #: 154987 lot #: 2448249, rhk knee bearing 14 catalog #: 159431 lot #: 2281783, rhk knee tibial augment 63 x 20 catalog #: 159477 lot #: 2114515, and unknown competitor antibotic cement. (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately three years post-implantation due to aseptic loosening. No additional patient consequences were reported.